Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed a couple years prior to report but the lead fractured at the sacrum and was thus still present. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).